Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that customer had high blood glucose of 500 mg/dl, which was treated with manual syringe. Caller reported to have skipped a step while rewinding insulin pump and was not able to rewind. Troubleshooting was performed on insulin pump to determine reason for high blood glucose and it was found that insulin pump worked as designed. Caller declined high pressure test. After troubleshooting, customer's blood glucose dropped to 262 mg/dl. Customer was advised to change infusion set, reservoir and insulin. Customer was advised to change infusion set every three days as it was mentioned that customer changed infusion set every three to four days. Customer was advised to have healthcare professional check setting during next appointment.